Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is late seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side late seroma. Patient additionally reported "breast cancer" prior to implantation; this event is not related to the device. Device remains implanted.